Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation that was spreading and causing excessive itching had occurred while wearing the pod between 24 and 36 hours. Patient visited physician and was prescribed two oral medications: zicam and hydroxyzine, each to be taken twice daily for the duration of pod wear.